Event description:
The patient reported that the keypad is peeling and reports that the issue occurred a while ago. The patient reports having to push buttons multiple times to activate desired pump functions. She said that the tactile changes started occurring prior to the keypad peeling. She said the issue occurs with multiple buttons. There was no reported patient impact associated with this complaint. This complaint is being reported because the user alleged the keypad buttons needed to be pressed multiple times to activate desired pump functions.

Manufacturer narrative:
(B)(4): the keypad was found to be torn at the up and down arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok and contrast buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.